Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated; visual inspection reveals that only one plate was returned. It does not show structural anomalies. The plastic sleeve was removed to verify the integrity of the applier needle, the applier needle was in good shape, no structural anomalies that can interfere with the correct deployment could be found, the trigger was found in a normal condition. The suture was broken. To test the device function, the red trigger was fully squeezed several times, it was verified that the pusher shaft tip was sliding out completely from the applier needle as intended. A manufacturing record evaluation was performed for the finished device lot number; 133l359 and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection findings, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. The depth of tissue penetration might not have been maintained, therefore, the plate did not fully trespass the soft tissue. The possible root cause for the broken suture can be related to a possible suture overtension, however this cannot be conclusively determined. As per IFU 113244 at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. It indicated to use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Document specification review IFU 113244. Device history review pn:228152. Lot number:133l359. There was no non conformance regarding this lot. Manufacturing date: 15 feb 2023. Expiry date: 31 jan 2026. Quantity: (B)(4). Release date: 03 mar 2023.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly.

Event description:
It was reported by the sales rep from china that during a meniscal repair procedure on (B)(6) 2023. The truespan 24 degree peek device plate couldn't fix the meniscus after deployment. Another truespan 24 degree peek device was used to continue the surgery but the same thing happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the device expiration date and date of manufacture are unknown at this time. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.